Manufacturer narrative:
The MFR's report number for this case is 9681138-2014-00014. Corega sin sabor (without flavor) is MFR'd in (B)(4). The product and lot number for this product are not available. Adverse event term(s): coeliac disease, device misuse.

Event description:
This case was reported by a consumer and described the occurrence of celiac disease in (B)(6)-year-old male pt who received double salt dental adhesive cream (corega sin sabor) without flavour) cream for an unk drug indication. A physician or other health care professional has not verified this report. In 2010, the pt started double salt dental adhesive cream (dental) twice per day. In (B)(6) 2014, the pt experienced celiac disease and device misuse. The pt reported that he started suing ultra coregaa crema sin sabor twice a day (device misuse) about 4 years ago (2010). The local product label recommends using the product once a day. The pt reported that about a month ago ((B)(6) 2014), his test results were positive for antibodies for celiac disease (results and date not specified). He stated that he did not remember the results of the prior tests. He stated that he is very careful about his diet, and he did not report any other symptoms. This case was assessed as medically serious by gsk. Treatment with double salt dental adhesive cream was continued. At the time of reporting, the celiac disease was unresolved, and the outcome of the device misuse was unk.